Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Additional device product code is hrx. Other number¿UDI: (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip is broken off of a reamer irrigator aspirator (ria) drive shaft (the last inch has broken off from the rest of device). The complaint condition was discovered during routine instrument inspection of the set at the facility sterile processing department; however, it is unknown when the device broken. There was no reported procedure or patient involvement associated with the complaint event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 314.743, synthes and supplier lot 7061004: release to warehouse date: april 03, 2013 and april 09, 2013. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located within approximately 4.5mm to 8.1mm distal to the distal edge of the drive shaft helix. Furthermore, the distal 1.5mm of the helix shows scraping and appears worn down to an angle which shows evidence of exposure to significant force. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The inner diameter of the distal tip was measured and was within the specification and the outer diameter of the distal portion of the shaft was measured and was within the specification. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown as the device was found in the complaint condition by sterile processing. However, the damage to the distal end of the helix shows evidence of significant force. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.